Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had out of range impedances. It was unknown if there were impacts to the patient. It was unknown if surgery was planned or scheduled. No symptoms were reported.